Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that insulation damage from cautery was observed on the right atrial (ra) lead. The lead was also exhibiting variable impedance measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.